Event description:
It was reported that the pump battery could not be charged resulting in pump shutdown. Customer's blood glucose (bg) level was not impacted. The customer reverted to manual injections for of insulin therapy.